Event description:
Information obtained indicating that the increase in seizure intensity the patient experienced was not related to vns but to external factors. It was also noted that the patient is stable.

Event description:
Patient presented with more intense seizures and then underwent a battery replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.